Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.